Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: deflation. (B)(6). Manufacturers reference number: (B)(4).

Event description:
It was reported that a female patient underwent a breast augmentation with a mentor smooth round moderate profile 350cc and suffered from a deflation of left saline breast implant. As a result, the patient had undergone removal and replacement with mentor smooth round moderate profile 425cc on (B)(6) 2021.

Manufacturer narrative:
On 7/9/2021, mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the sal smooth rnd diap 350cc breast implant had an area of shell abrasion on the posterior view. Additionally, an area of missing material was observed within the shell abrasion, measuring approximately 1.5 cm x 1.3 cm. The evaluation determined that the cause of the deflation is consistent with normal wear. Shell abrasion suggest in-vivo folding or creasing of the device. This may be the result of continuous and sustained stresses to the device. It should be noted that as part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2021, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).